Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor had fractured. It was also noted that the distal conductor was distorted, the defibrillator conductor had blood/body fluid (not obstructed), there was blood/body fluid in the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, a non electrical breach, and was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism. The analyst also noted that it cannot be determined at this time how blood entered the rv leg.

Event description:
It was reported that the left ventricular lead showed high defibrillation thresholds. The lead was removed and replaced. No patient complications were reported as a result of this event.